Manufacturer narrative:
This report has been identified as a duplicate of MDR 2518422-2026-108708. All reporting activities will be completed via (B)(4).

Event description:
This report is a duplicate of MDR 2518422-2026-108708. All reporting activities will be completed via (B)(4).